Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a hip labral repair procedure the ar-3638h (lot 1066911) anchor insertion steps and passing were preformed as the technique guide describes. When passing the repair suture through the splice, the passing suture exited the splice without feeding the repair suture (left it behind). This occurred with a quantity of 2. Surgeon was forced to cut out the anchors due to mechanism failure and replace them with regular ar-3600h, fibertaks, tying knots. Additional information obtained 6/4/20: the anchors were resected with an open suture cutter through the same portal of insertion. The anchor body remained in the patient. Instruments used for bone prep: round burr to create a bed for the acetabular labrum footprint and an ar-3638dhc knotless hip fibertak insertion kit (curved) with a 1.8 flexible drill. Bone quality was good. It was a young patient with healthy bone.